Event description:
Iontophoresis with dexometh/lidocaine---polarity @2.5ma was applied to right hip, greater trochanter area. Skin appeared burned when electrodes were removed. Pt instructed to treat area with bacitracin.